Manufacturer narrative:
(B)(4). An investigation is underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer reported an unidentified issue with a feeding pump. The pump was rec'd at a covidien service center. Upon the evaluation of the pump, it was found that the compasitor c154 and transistor q25 are burnt.